Event description:
It was reported that multiple malfunction alarms occurred and the battery was fluctuating. The customer will continue to use the current pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
Codes 3233, 11, and 4118 need to be removed from original submissioncodes 3233, 11, and 4118 need to be removed from original submission